Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap splenectomy. According to the reporter:when device was fired over the splenic artery, the doctor inspected the area stated it appeared to be fine. During the closing process, the doctor took another look and noticed blood in the abdominal area. Blood was coming from the splenic artery. The doctor also stated that he felt that the problem was not with the staple but with the weakness of the vessel wall which could have caused the problem with the bleeding. There was no unanticipated tissue loss. There was bleeding reported in excess of 4000cc. The case was extended by more than 2 and half hours. At the time of this complaint no other information wa available.